Manufacturer narrative:
Novocure medical opinion is that a contribution of device use to the headache cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm. Additional note: manufacturing date for tfh200463 is april 7, 2016.

Event description:
A 57-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure about ongoing headaches that have persisted for several weeks, especially during the night. He expressed concern that the headaches might be caused by optune gio therapy. Reportedly, the patient's general practitioner prescribed morphine to manage the headaches, but this provided no relief. A brain MRI was scheduled for the following day, and the patient planned to consult with his healthcare provider next week. No hospitalization was required. The patient planned to temporarily discontinue optune gio therapy for a few nights to evaluate whether this alleviates the symptoms. Several attempts were made to contact the prescribing physician with no reply.